Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire detached from the delivery shaft. There is no report of patient injury. Attempts to gather further information were unsuccessful. One non-sterile exoseal vascular closure device 5f was received inside in a plastic bag. Per visual analysis, the deployment lever was not depressed and the plug was attached to the device. The indicator window was received on black/white position. The guard was found pressed and indicator wire deployed, no damages or separations were found on the received device. Sem analysis was not performed since no separations were found on the indicator system during analysis. However internal components and mechanism were analyzed and no blockages or damages were detected. The iw/iw end process testing and pull test monitoring were reviewed and found to pass. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer as ¿indicator wire - separated¿ was not confirmed since no damages or separations were found on the returned device. The exact cause of the event reported by the customer could not be determined during the analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Please note that the product has been received for analysis; but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). The device is available to be returned for analysis, however the device has not yet been received. A device history record (DHR) review and additional information are pending at this time and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire got detached from the delivery shaft of the exoseal. No complication reported.